Manufacturer narrative:
After further review, the file is now deemed not reportable malfunction. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the device had a note indicating that that the top button did not work; however, the biomed personnel had no issues. The device also had channel error 240.4150. The top pressure sensor was replaced to resolve the issue. Per customer, no further information will be provided.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device had a note indicating that the top button did not work; however, the biomed personnel had no issues. The device also had channel error 240.4150. The top pressure sensor was replaced to resolve the issue. Per customer, no further information will be provided.